Event description:
It was reported that the device had an attach/reattach error. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the history log verified the customer's issue. Visual, functional and occlusion tests were performed, and a defective downstream occlusion (dso) sensor, air in line sensor and latch/lock sensor was found. The customer's problem was replicated. The dso, air in line and latch/lock sensors were all replaced in order to fix the issue.